Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. During fluoroscopy, it was discovered that the helix was not extended. It was noted that the helix was extended at implant and had retracted on its own after implant. The lead was replaced. No additional adverse patient effects were reported.